Event description:
It was reported that during the implant procedure; after placing the left ventricular (lv) lead, undefined high pacing impedances was exhibited across all vectors. The lv lead was disconnected from the cardiac resynchronization therapy pacemaker (crt-p) and checked through psa cables. Multiple vectors appeared noisy. A low voltage lv lead fracture was suspected. The lv lead was not implanted and replaced. Upon attempting to connect the new lv lead into the crt-p, the setscrew would not engage and the setscrew appeared sideways. A setscrew/wrench interface problem was experienced. The crt-p was not implanted and replaced. The new lv lead and crt-p functioned appropriately as programmed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The low voltage 3 conductor was extrinsically fractured due to pulling/stretching. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.